Manufacturer narrative:
The technician used a mattress refurbish kit to repair the bed.

Event description:
Information received indicates the mattress ticking is breaking down and the foam is blood stained.